Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced consistent loss of therapy due to the inability to charge the device well. The ins was explanted and a new recharge free neurostimulator was implanted. There was no further patient complications reported.

Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.